Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16163. The patient has two leads from the same lot. It was reported the patient has ineffective stimulation. The patient starts to feel stimulation from the left lead at 0.2ma, but it is too strong. Using the right lead, the patient feels most of the stimulation in his abdomen. Diagnostic testing revealed low impedances for the left lead and normal impedances for the right lead. It was reported the patient will be sent for x-rays.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.